Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that electrical testing and an x-ray revealed this right atrial (ra) lead was found dislodged shortly after it was first implanted. As result, the patient underwent a surgical intervention wherein the lead was successfully repositioned. The ra lead remains in service. No additional adverse patient effects were reported.